Manufacturer narrative:
This file has be reclassified to conjunctivitis. No new information has been obtained. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Neither consumer contact information nor additional event details are available to the manufacturer. The complaint sample was not returned for evaluation and lot information is unknown. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
The manufacturer obtained the following information on monday, february 4th, 2019 while conducting a search of the (B)(6) database: in 2007, a consumer reported to (B)(6) that they experienced blindness, eye discharge, ocular hyperaemia, pain, photophobia, pruritus, and visual impairment after using the complaint product. Consumer¿s reported treatment included fluorometholone ophthalmic suspension and garasone. At the time of the consumer¿s reporting they indicated that they had not recovered. Current outcome is unknown.